Event description:
Customer reports missing surgical pattie during lumbar l 4-5 fusion case. Unable to locate pattie with c-arm x-ray machine. Pattie was placed under c-arm and could nto be detected. Delay resulted from need to x-ray. Failed to locate pattie.